Event description:
It was reported that the brakes were out of alignment causing the brakes to not hold the device in place. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.